Manufacturer narrative:
Engineering reported, "an inventory of the returned components includes a mini port body, catheter lock and two segments of catheter (approx 45 and 2.5cm). Visual inspection of the catheter fractured revealed that the fracture surface was burnished over a portion of the cross section." Engineering stated, "partial burnishing could indicate that the fracture developed over a period of time. The two surfaces rub against each other as the fracture propagates through the cross section of the catheter. Characteristics of the fracture could indicate that the catheter was repeatedly pulled or rubbed against a rigid body. It is possible that pt anatomy along with repetitive motion could lead to these circumstances." Corrective action: none. There were no nonconformities found during the investigation of this event. # (B)(4), (B)(4).

Event description:
Cirl reported for customer catheter fractured at the venous site. The distal end of the catheter migrated toward pulmonary artery. Distal end of the catheter migrated and has yet to be removed. Removal has not been possible so far because of blood dilution. The catheter will be retrieved in an additional procedure. No adverse effects on the pt were reported.